Manufacturer narrative:
E1: phone: (B)(6). G4 - PMA/510(k) #: exempt h3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the ncompass nitinol stone extractor was stuck in the open position and would not close, prior to an unspecified procedure. The device was inspected and there were no obvious defects. The issue was found while testing the function of the device. The procedure was completed with another same like device. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.